Manufacturer narrative:
Evaluation results are pending.

Event description:
It was reported that when the customer replaced the battery in the unit, it began smoking from the main board. The screen came on and had a backlight but it did not show an image. No patient injury was reported.